Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that before dialysis treatment, the nurse tried to flush the catheter. Water splashed and the luer luk tip broke- leaving the inner tip in the catheter. The team didn¿t managed to remove the broken tip from the catheter and the patient move forward to replace his catheter.